Manufacturer narrative:
Additional, corrected and/or /changed data: b.5, h.6.

Event description:
It has been determined that the event of this report has been submitted previously and is being captured under mrn# 9617229-2023-18160. This record is being un-reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
It has been determined that the event of this report has been submitted previously and is being captured under mrn# 9617229-2023-18160. This record is being un-reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27/nov/2023. Additional, corrected and/or /changed data: h10.